Event description:
It was reported during a left atrial flutter ablation procedure it was discovered the irrigation port of the handle was broken. An occlusion message on the pump occurred before the discovery was made. The physician used an equivalent catheter and was able to complete the case. The pt is currently in sinus rhythm. There were no consequences to the pt.

Manufacturer narrative:
We are in the process of evaluating the device. When our investigation has been completed, a follow up report will be submitted.